Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Right tha revision due to stem-neck junction corrosion in (B)(6) 2014. Ppfx of the femur with loose accolade ii, exchanged stem, head, liner.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for a prosthetic fracture and there is no allegation of failure against the metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right tha revision due to stem-neck junction corrosion in (B)(6) 2014. Ppfx of the femur with loose accolade ii, exchanged stem, head, liner.